Event description:
Caller reported that pump battery was depleting too quickly, causing the pump to shut down. This did not lead to the customer¿s blood glucose level exceeding 500 mg/dl. Customer was informed by technical support that the rapid battery depletion was normal given their settings and usage, particularly the active bluetooth setting. Caller understood and confirmed their ability to resume insulin delivery, while technical support provided further education on managing battery life effectively.